Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on acceptance criteria. At the visit on site, the field service engineer verified the system successfully according to company specifications, no technical issue found. The root cause cannot be identified. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported a system message displayed during a lasik flap creation and only completed 35% of the flap. Upon follow up, the reporter indicated the flap was not completed, and the patient will return at a later date for possible secondary procedure.